Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 pocket b3 was not detected on the bus, and the storage space could not be recovered. The field service engineer (fse) found that the half-height pocket was inoperable. The fse replaced the drawer board and successfully reconfigured the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 pocket b3 failed. Device was not detected on bus, unable to recover storage space and user tried to reboot but issue persisted. Cubie map was grayed out, and nurses were unable to remove medicines as cubie map does not recognize cubies present. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.